Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the altitude alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 171 mg/dl.